Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported controller keeps telling them they need a new battery. Patient said they reset the controller and that has not resolved the issue. The issue started a few weeks ago and this past week the controller would not charge to the wall. Patient service specialist (pss) had patient remove the battery pack and plug the controller into the ac power supply. Patient confirmed the controller powered on. Patient put the battery back in and confirmed the green light was blinking and the controller was at 100% and the implant was at 60%. Patient then started a charging session of the implant and was able to start charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issues. Pss reviewed all was working and recommended to monitor and call if issue continues. Pt confirmed controller was working fine and this is only during charging and had seen the message 3 times. Additional information was received from a patient (pt) regarding an external device. It was reported that they were still getting the replace controller batteries message when charging their implant. Patient kept requesting for a battery pack replacement. Agent reviewed information. No visible damages in the battery compartment, recharger, and battery. Patient inspected the controller charging port and noted sometimes it wasn't happy (agent understood this as patient plugging the recharger into the port) when they plugged it in and it was almost loose. Patient noted the red thin card stuck out just a tad on the right side more than the other side. The patient noted their fingers didn't work during troubleshooting. Patient also noted the recharger got warm once in a while but the patient didn't recall if the recharger was warmer than usual when charging their implant. A replacement controller was sent out.